Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter and alliance inflation system were used during a balloon dilatation procedure performed on a (b)(9) female patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, the balloon was inflated with saline in the trachea and popped at 11mm. No pieces of the balloon detached inside the patient. The procedure was completed with the same alliance inflation system and another cre balloon dilatation catheter. There was no alleged malfunction of the alliance inflation system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiration date. (B)(4): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination found the balloon to be burst at 3.5cm from the distal tip of the balloon. There was no damage to the catheter of the device. The condition of the returned device is consistent with the complaint that the balloon popped. The most probable root cause is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g., the balloon comes in contact with sharp exterior sources).

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter and alliance inflation system were used during a balloon dilatation procedure performed on a (B)(6) old female patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, the balloon was inflated with saline in the trachea and popped at 11mm. No pieces of the balloon detached inside the patient. The procedure was completed with the same alliance inflation system and another cre balloon dilatation catheter. There was no alleged malfunction of the alliance inflation system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.